Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient's right ventricular lead exhibited noise over-sensing. No inappropriate therapies were delivered. The possibility of a lead revision was discussed. The patient was asymptomatic.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h2, h6, h7, h9.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6)2020. During the procedure, potential externalized conductors were noted. The patient was stable.